Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at 374.6 mcg/day) via an implantable pump for an unknown indication for use. It was reported the hcp had a patient on (B)(6) 2020 with a new pump (implanted in 2020). On (B)(6) 2020, they had adjusted the flex mode (boluses during the day every two hours), had then transferred, and the intrathecal baclofen (itb) protocol looked normal. "In the control" on (B)(6) 2020, the infusion was completely deleted, "only the basal rate." It was reported the patient came back with underdose symptoms and the physician found the pump with empty programming (shelf state). They reprogrammed and the pump worked fine now. The hcp did not know if the patient had passed a device with magnetic radiation. Further complications were not reported. A session report from (B)(6) 2020 at 16:00 was provided. The pump was set in flex mode, and several new steps were programmed along with increasing the daily dose. A session report from (B)(6) 2020 at 12:10 was provided. Service code 243 was observed, indicating a pump memory error had occurred and the infusion settings were invalid. The reservoir volume, drug information, and infusion information were not present. The report indicated the pump was reprogrammed.